Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced a connection issue between the female connector of a peritoneal dialysis (pd) transfer set and the patient line connector of a homechoice disposable set with cassette. While disconnecting from the claria homechoice at the end of therapy, the customer observed that the transfer set could not disconnect from the patient line of the cassette. Additionally, while attempting to disconnect, the female connector of the transfer set separated from the mainbody and remained connected to the patient line connector. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. There was evidence on the female connector indicating the insert chip was present during the assembly process. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported separation between the female connector and main body was verified, however the reported condition of connection issue at the female connector was not verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.